Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was receiving an unknown drug at an unknown concentration and dose via intrathecal drug delivery pump for intractable spasticity and post spinal cord injury. It was reported that an alarm was heard and a programmer was not available to read the pump. The pump was explanted. They were trying to dispose of the pump and had to shut off the alarm. There were no reported symptoms. No further complications were reported.